Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows no evidence of a load step malfunction. A loss of prime warning was observed on the reported event date. The pump powers on normally to the verify screen. The pump was able to perform ez-prime steps correctly with no load step malfunction occurring during testing. The force sensor calibration was found to be out of specification. There was no damage found to the force sensor circuit.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging a load step malfunction. The reporter stated the pump dispensed insulin during the load cartridge step. The reporter stated the patient's blood glucose (bg) was 50mg/dl with symptoms of sweating, warm stomach, and feeling shaky. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter denied that the patient was attached during prime. This complaint is being reported because the reported issue was not resolved with troubleshooting.